Event description:
Severe itchy allergic reaction 30-60 min after using 1 pump spray in each nostril. (I have sleep apnea so I have a very dry nose so I was using this to help alleviate my discomfort in my nose after waking up.) I have sleep apnea and use a CPAP machine which dries nose.